Event description:
It was reported to philips that after turn on device, device prompts to choose paddle type to proceed, even though external paddle was connected. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This case is found duplicate of pr 1532483 as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2022-02409) for further details.